Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error due to incorrect planning and sizing of the device by the customer.

Event description:
In 2007, patient underwent aaa repair. Patient had a long common iliac artery and developed a type ID endoleak on the left side. The physician went in and coiled the internal with more coils on three months later and placed another iliac leg graft to resolve the endoleak.